Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. In addition, the user is cautioned to always have a backup controller available and programmed identically to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the sales representative that after completing the controller smr upgrade, the internal battery test failed. The controller was exchanged with no reported consequences or impact to the patient. No further information was provided.

Manufacturer narrative:
Additional information was provided by the clinical specialist on (B)(4) 2016 indicating that the controller "no power alarm" sound was inaudible when the power sources were disconnected. In addition, the monitor displayed a date of 01/01/00. The event was associated with the patient's primary controller. No further information could be provided. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The reported event of a real time clock reset was confirmed on the returned controller. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that the device passed visual examination and functional testing. The controller was received with its real time clock (rtc) reset to zero. This can be attributed to a depleted real time clock. This is most likely due to an extended period of time where the controller was not connected to an eternal power source. However, when set to the current date and time, the rtc was able to retain the new settings. The reported event of a no power alarm audible failure could not be confirmed. The no power audible alarm met specifications for both duration and volume. The most likely root cause of the reported event can be attributed to a depleted real time clock, most likely due to an extended period of time where the controller was not connected to an external power source. The controller was able to retain the date and time after allowing the real time clock to fully charge. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.